Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving remodulin via an im plantable pump. It was reported following a routine system modification procedure on (B)(6) 2017 where the pump was explanted/replaced, the patient experienced hypoxia. It was noted the patient was encouraged to use 24/7 oxygen at 1-2l for the next few day (patient had a concentrator at home), cough, take deep breaths, buy pulse oximeter, monitor saturations until stable at 88% or greater off oxygen (likely in next 2-4 days potential etiologies include pulmonary vascular congestion post-procedure iso 1 l lr v. Bronchospasm post-extubation; cxr (chest x-ray) with evidence of moderate pulmonary edema and bibasilar atelectasis; no evidence of effusion or ptx ; s/p CPAP (continuous positive airway pressure), diuresis 20 mg IV lasix with improvement of respiratory compromise, now on 3 l nc. The outcome of the event resolved on 2017-dec-02. It was noted the patient stopped oxygen in 2-4 days. The event was reviewed and classified as related to system modification procedure. The event date was (B)(6) 2017. The patient's medical history included pulmonary hypertension (ph), trace pericardial fluid, gastroesophageal disease (gerd), left lower lobe nodule, and post menopause.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.